Manufacturer narrative:
This report is submitted on april 14, 2022.

Event description:
Per the clinic, the device was explanted on (B)(6) 2022, due to unspecific medical reason. There are no plans to reimplant the patient with a new device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient developed an infection at the implant site (specific date not reported). The patient was hospitalized on (B)(6) 2022 (duration not reported) for I&d drainage, wound washout and IV antibiotics treatment, however, the issue did not resolve. The patient underwent skin debridement around the implant site during the explant surgery on (B)(6) 2022. This report is submitted on june 23, 2022.